Manufacturer narrative:
This supplemental report includes a correction to b5. As this information was inadvertently not included on the previous supplemental report.

Event description:
Customer confirmed, the procedure was completed successfully with a similar device. There was no delay or impact to the patient. The customer also stated, a 224 error appeared at the time of the event.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the abnormality on the communication between endoscopes and processors occurred by a poor communication due to cable failure, water penetrate inside from the pin hole on the cable, and it got failed. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device. "

Manufacturer narrative:
During evaluation, the following were found: faded rear cover needed to be replaced, image appears dark, camera buttons do not work, story books in corners of monitor, error 224 caused dark image and switch were not working due to error 224 bad cable unit needed to be replaced, failed water leak test from cable tiny pin hole from rear cover side unable to take picture . The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head image appears dark, camera buttons did not work and story books in corners of monitor. The issue was found during preparation for use. There were no reports of patient harm.